Event description:
The customer reported that the defibrillator would not allow selection of any energy level above 50j.

Manufacturer narrative:
The customer reported that the defibrillator would not allow selection of any energy level above 50j. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.